Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The patient reportedly could not test on the meter. The meter allegedly is inaccurately low when performing checkstrip test. The checkstrip result on the meter was 71mg/dl. There were no results from any other source. There were no comparison with any other device. There was no treatment. The patient did not take insulin because patient could not get a result. The patient had a vision problem and could not provide checkstrip range. No further information has been reported.